Manufacturer narrative:
Trouble shooting efforts from the customer's biomedical engineer found that the coiled cable was cut. The coil cable was discarded by the customer onsite and a new coil cable kit was delivered and installed the next day. Device labeling, hemo-5303, hemo 9.40 user manual, addresses the potential for such an occurrence in the general equipment care section with statements such as, "inspect overall physical condition of the system components, peripherals, and interconnecting cables. Perform any corrective actions required (p.356)." In addition, in the troubleshooting section under pdm led behavior it states, "if low voltage is detected, the pdm goes to battery power and an audible alarm sounds (p.361)."

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. The customer reported to merge healthcare that on (B)(6) 2017, the two people icon was flashing on their hemo pc, indicating loss of communication between the hemo monitor pc and the patient data module (pdm). Although this event occurred prior to the start of a procedure, the patient was already on the table, however, sedation and active monitoring had not yet started. The patient had to be rescheduled to come back and complete the procedure the next day after the affected part was received and installed. After the coil cable was received and installed, the procedure was then successfully completed. There was no known reported adverse event to the patient. With merge hemo not capturing physiological data, there is a potential for delay in treatment that could cause harm to the patient. (B)(4).